Event description:
It was reported that the patient presented to the emergency room experiencing dizziness, fatigue and diaphragmatic stimulation. The atrial lead exhibited lack of sensing. The impedance trend graph showed an impedance of greater than 2000 ohms in the previous month. The physician indicated that the lead was not a priority, as the pulse generator would be changed in the next nine months. Until then, the device was programmed to vvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.